Manufacturer narrative:
The albumin reagent lot number and expiration date were not provided. The customer stated that the wash station tubing was wrapped around the unit and began to leak. Qc was within the assigned ranges. A general reagent issue can be excluded since no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found a leak in the cell rinse tube due to a pinch hole. He repaired the cell rinse tube. He then did a performance check and both the test and the instrument were performing within specifications. The service actions (repairing the cell rinse tube) resolved the issue. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with albumin assay on a cobas c503 analytical unit when compared to a different analyzer. Sample 1: initial result: >100 g/l. Repeat result: 36.6 g/l (tested on another analyzer). Sample 2: initial result: >100 g/l. Repeat result: 34.4 g/l (tested on another analyzer). The customer questioned the initial results and repeated the samples.